Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during use. The registered nurse (rn) was reviewing the alarm log and found the system error 2240 alarm. The rn did not know when in therapy the alarm occurred, as the rn was not working at the time. The technical service representative (tsr) explained the alarm to the rn. No adverse event was indicated in association with this report. No additional information is available.